Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine interrogation. Upon interrogation, it was revealed that the right atrial lead exhibited automatic mode switch (ams) episodes due to noise. The noise was not able to be reproduced. No programming changes were made. The patient was asymptomatic before, during, and after the check. The patient will continue to be monitored.